Event description:
The customer reported that during total abdominal hysterectomy, the device jaws could not be re-opened while applied to tissue. The surgeon dissected the tissue directly adjacent to the jaws in order to remove them. There was no pt injury or bleeding. The surgeon opened another instrument in order to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.